Event description:
It was reported via medwatch (B)(4) that a detachment occurred. The patient presented with an extensively thrombosed venous stent. The opticross 35 was advanced for ultrasound examination of the stent but sheared off in the stent/clot. The broken portion was retrieved and the procedure completed without complications.